Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device aj8073 number, and no non-conformance's were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how long was the delay? Less than 10 minutes. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. Was the patient treatment altered in anyway due to the prolonged surgery time? No.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2018 and suture was used. The needle took away from the thread at the end of the procedure and the suture opened. The surgery was delayed 10 minutes. There were no adverse patient consequences reported.